Manufacturer narrative:
(B)(4).patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a vats lobectomy, the stapler fired 1/2 to 3/4 and there were straight leg staples noted. Only 2 staples at the proximal end were b shaped. The surgeon converted to an open procedure to over sew the bronchus where the stapler was used. There was minimal bleeding noted ({100ml). The patient has sense made a full recovery without adverse events and has been discharged. They used a new stapler to complete the procedure. The case was extended by more than 30 minutes. Patient was in her (B)(6).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that was fully fire with knife blade damage and malformed staples on the surface of the staple cartridge. Functional evaluation of reload noted no abnormalities. Product analysis suggests the product was used in a surgical procedure. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.